Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had image issues with no error message. The light was "dull", the image was temporarily lost, and throughout the case the image was only shown in the color blue. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, and results of the legal manufacturer's final investigation. Please see updates to h4, h6, and h11. The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.